Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection due to using the device one week after the implant procedure and before the incision was healed. A surgical procedure was performed to remove the ipp. No device issues and no further patient complications were reported.